Event description:
A site reported a loss of telemetry monitoring (2-3 hours) for 16 patients, due to a presumed cic hard drive failure. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.